Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Upon an attempt to retrieve the implanted resonance metallic ureteral stent, the alligator tooth retrieval forceps failed to open and close (1820334-2015-00369). Another device was used and the same issue occurred (1820334-2015-00370). A flat wire loop retrieve was then used but retrieval could not be obtained due to anatomy restrictions, the ureter was extremely tight and there was no failure of the device. The pt was then turned from back to stomach and the stent was retrieved percutaneously. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not require any additional procedure nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event evaluation: a review of complaint history, documentation, quality control, and specifications was conducted during the investigation. One alligator tooth retrieval forceps was returned for investigation. The device was returned with the sheath damaged and kinked. When the handle was actuated the forceps did not open. There is no evidence to suggest that the device was not made to specification. A definitive root cause cannot be determined. Quality engineering risk assessment was used to evaluate risk. Based on the risk assessment performed, no additional actions are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Upon an attempt to retrieve the implanted (other manufacturer) ureteral stent, the cook alligator tooth retrieval forceps failed to open and close (1820334-2015-00369). Another device was used and the same issue occurred (1820334-2015-00370). A flat wire loop retriever was then used but retrieval could not be obtained due to anatomy restrictions (the ureter was extremely tight) but there was no failure of the device. The patient was then turned from back to stomach and the stent was retrieved percutaneously. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.